Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: / malposition of essure device'), perforation ('perforation') and genital haemorrhage ('general abnormal bleed') in a 28-year-old female patient who had essure (batch no. 708870, 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroctomy (full) and hysteroctomy (full), laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, perforation, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results of confirm. Test: left occlusion only; on (B)(6) 2010: malposition of essure device, right essure device malpositioned. Lot number: 708870, manufacturing date: 2010/01, expiration date: 2013/01. Lot number: 725762, manufacturing date: 2010/03, expiration date: 2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: / malposition of essure device'), fallopian tube perforation ('perforation') and uterine perforation ('perforation') in a 28-year-old female patient who had essure (batch no. 708870, 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/female pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), medical device discomfort ("medical device discomfort ") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (hysteroctomy (full), laparotomy/minilaparotomy with lysis of adhesions and excision of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, medical device discomfort and abdominal distension outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, medical device discomfort, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Patient received treatment for pain and bleeding. Discrepancy noted in essure removal date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results of confirm. Test: left occlusion only; on 24(B)(6) 2010: malposition of essure device, right essure device malpositioned. Lot number: 708870, manufacturing date: 2010/01, expiration date: 2013/01. Lot number: 725762, manufacturing date: 2010/03, expiration date: 2013/03. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information and auto narrative supplement were added. Real fu was received and event perforation updated to fallopian tube perforation and uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: / malposition of essure device') and perforation ('perforation') in a 28-year-old female patient who had essure (batch no. 708870, 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), medical device discomfort ("medical device discomfort ") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (hysteroctomy (full) and hysteroctomy (full), laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, medical device discomfort and abdominal distension outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, medical device discomfort, menorrhagia, pelvic pain, perforation, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results of confirm. Test: left occlusion only; on (B)(6) 2010: malposition of essure device, right essure device malpositioned. Lot number: 708870 manufacturing date: 2010/01 expiration date: 2013/01. Lot number: 725762 manufacturing date: 2010/03 expiration date: 2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per the mail communication cases (B)(4) were duplicate of each other. Events "abdominal bloating, medical device discomfort" were added. Reporter information was added. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration: malposition of essure device') and perforation ('perforation'). In a 28-year-old female patient who had essure (batch no. 708870, 725762), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), medical device discomfort ("medical device discomfort ") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (hysterotomy (full), and laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, medical device discomfort and abdominal distension outcome was unknown. And the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, medical device discomfort, menorrhagia, pelvic pain, perforation, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2010. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, results of confirm test: left occlusion only; on (B)(6) 2010, malposition of essure device. Right essure device malpositioned. Lot number#: 708870, manufacturing date: 2010/01, expiration date: 2013/01; lot number#: 725762, manufacturing date: 2010/03, expiration date: 2013/03. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: / malposition of essure device'), perforation ('perforation') and genital haemorrhage ('general abnormal bleed') in a 28-year-old female patient who had essure (batch no. 708870, 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterotomy (full) and hysterotomy (full), laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, perforation, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results of confirm. Test: left occlusion only; on (B)(6) 2010: malposition of essure device, right essure device malpositioned. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish. Reporter information, lab data, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:'), perforation ('perforation') and genital haemorrhage ('general abnormal bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroctomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, perforation and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results of confirm. Test: left occlusion only. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : case become incident. Events added- device dislocation, perforation, abdominal pain, pelvic pain, psychological trauma, genital bleeding. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Lab data updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.